Event description:
The system needs to have interconnect cable replaced and power control board as well as the control cart need to be replaced.

Manufacturer narrative:
The servicer rep removed and replaced the power control board and the interconnect cable. Checked output on isolation transformer again, 199.5 vac. Checked operation by flouring and various operations. Everything is working as intended.